Manufacturer narrative:
Based on available information, the root cause of the postoperative morbidity stated in the clinical journal cannot be determined. There is no RMA associated with this complaint. Also, there is no evidence or allegation that an intuitive surgical inc. (Isi) device caused or contributed to an adverse event. Therefore, there are no isi products expected to return for evaluation. Should additional information become available, a supplemental MDR will be submitted. Instrument log review is not required since there is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A system log review also cannot be performed since no event date was provided. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: on (B)(6) 2020, isi became aware of an asian journal of surgery article titled, lymphadenectomy using two instrument arms during robotic surgery for gastric cancer: a strategy to facilitate reduced-port robotic gastrectomy (kim, y. Y., lee, y., et al., 2019). Within the article, the following is stated: four patients experienced postoperative morbidity. The adverse event in one of these corresponded to clavien-dindo grade greater than ii (table 2). This patient experienced fluid collection around the body of the pancreas. All four patients recovered with conservative treatment, and their clinical courses did not reach mortality. In this case, the root cause of the referenced postoperative complication from the clinical journal remains unknown. If additional information becomes available, the complaint will be re-evaluated. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date in section d4 is not applicable. Field is not applicable because the product is not implantable. Information for the blank fields in section is not available. Fields are not applicable. Field is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
On (B)(6) 2020, intuitive surgical inc. (Isi) became aware of an asian journal of surgery article titled, ¿lymphadenectomy using two instrument arms during robotic surgery for gastric cancer: a strategy to facilitate reduced-port robotic gastrectomy (kim, y. Y., lee, y., et al., 2019). Within the article, the following is stated: ¿four patients experienced postoperative morbidity. The adverse event in one of these corresponded to clavien-dindo grade greater than ii (table 2). This patient experienced fluid collection around the body of the pancreas. All four patients recovered with conservative treatment, and their clinical courses did not reach mortality. There was no allegation or claim that a malfunction of a da vinci system, an instrument, or an accessory occurred during the surgical procedure involving the operative complications as referenced in the article.